Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced buffer valves part number c28717, which resolved the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported high ise (ion selective electrolytes) patient results were generated on cell 2 of the au5800 clinical chemistry analyzer. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.